Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was not wearing her sensor and her blood glucose readings went low. The blood glucose went low because customer did not eat. Paramedics were called to her house. Customer's blood glucose levels were in the 40s range. Before paramedics arrived, customer treated herself by drinking orange juice. By the time the paramedics left, customer's blood glucose was 130 mg/dl. Customer stated that the paramedics did not take her to the hospital because they said there was nothing more they could do. Today's blood glucose reading is 160 mg/dl. Nothing further reported.